Event description:
It was reported that the patient had cloudy effluent, which was suspected to be peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. It was not reported if the patient was hospitalized for the reported event. However, the patient was treated with injections of unspecified antibiotics (dosage, route and frequency not reported). Additional information was requested, but was not available at this time. This is report 3 of 3.

Manufacturer narrative:
Complaint no: (B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted. (B)(4).